Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Investigation of returned suspect service kit (B)(4) standalone-relay finds that solid state relay diode test fails between pins 1 and 2 and resistance test between pins 1 and 2. Stand alone board fails bench test, fans not turning on. A medtronic representative went to the site to replace the case part and test the equipment. Once the case part was replaces the imaging system then passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the generator was not responding. There was no patient present when this issue was identified.